Manufacturer narrative:
Correction:(model #, catalog #, UDI), (PMA / 510(k) #), if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while installing the device, it could not be clamped. They tried to unload the "nail" again and then installing but it still could not be clamped. They replaced the device so the operation can continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while installing the device, it could not be clamped. They tried to unload the "nail" again and then installing but it still could not be clamped.